Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced intractable nausea and vomiting since implant of an implantable cardioverter defibrillator (ICD) three days prior. It was also reported that the patient experienced dyspnea on exertion and night sweats along with hypotension. An echocardiogram revealed a large pericardial effusion, which led to cardiac tamponade; a pericardial centesis was performed. The right ventricular (rv) lead was thought to have been the cause for the pericardial effusion. The rv lead remains in use. An echocardiogram performed the following day was normal. The patient is a participant in the adapt-response clinical study. No further patient complications have been reported as a result of this event.